Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element,mr,ous 2.75 x 12 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 11 mm in length, 3.0 mm in diameter, concentric and de novo target lesion was located in the moderately tortuous and non calcified mid left anterior descending artery (lad). A 2.75 x 12 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The physician felt that the stent strut was damaged during advancement and decided to completely remove the stent. The procedure was completed with a 2.75 x 15 non bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 11mm in length, 3.0mm in diameter, concentric and de novo target lesion was located in the moderately tortuous and non calcified mid left anterior descending artery (lad). A 2.75x12mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The physician felt that the stent strut was damaged during advancement and decided to completely remove the stent. The procedure was completed with a 2.75 x 15 non bsc stent. No patient complications were reported and the patient's status was stable.